Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during follow up, high lv impedance values were noticed on data. At the time of the follow up, physician reported the threshold and sense values were good and the device worked properly.